Event description:
Report received which states, "stopper and band disconnected from the t-connector". The report indicates another MFR's high pressure set was connected to the extension set. The device was connected to the pt. The incident of the rubber disconnection occurred before the therapy was initiated. The pt did not experience any adverse event or require any intervention. The device was disconnected and removed. Although requested, no additional info was provided.